Manufacturer narrative:
Additional information: ages: 59 +/- 16. Gender/sex: 4-male and 5-female. Date of event: unknown, information not provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided if explanted; give dates: not applicable, no indication of explant. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review; a review of the records could not be performed as the product serial numbers was not provided. Conclusion: based on the investigation, no product deficiency could be determined. Zuo, w., & lesk, m.r. (2018) surgical outcome of replacing a failed ahmed glaucoma valve by a baerveldt glaucoma implant in the same quadrant in refractory glaucoma. Journal of glaucoma, 27(5), p. 421-428. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: surgical outcome of replacing a failed ahmed glaucoma valve by a baerveldt glaucoma implant in the same quadrant in refractory glaucoma. A retrospective study was done to describe the surgical outcomes such as the intraocular pressure (iop) control, the change in visual acuity (va) and the complications in eyes that underwent surgery to replace a failed ahmed glaucoma valve (agv)by a baerveldt glaucoma implant (bgi) in the same quadrant. Out of the 9 patients whose failed agv was replaced by a bgi, 2 patients were classified as failure due to one requiring another baerveldt 250 in the inferiornasal quadrant to further lower his iop (the patient had a subjective decrease in vision and discomfort that he related to his ocular pressure); and one patient receiving cyclophotocoagulation after the failure of the bgi. Further complications reported in the study included one patient experiencing hypotony, bullous keratopathy, and keratitis which was treated with descemet¿s stripping endothelial automated keratoplasty (dsaek), then one patient experienced dehiscence and early wound leak which resolved spontaneously, and one patient had early postoperative hypertonia which was managed by orphan trabeculectomy. Another patient had early postoperative elevated iop due to the tube being blocked by vitreous (the tube was placed in the posterior chamber) which was managed by removing the vicryl suture and undergoing pars plana vitrectomy. It was also reported that in the study that there was a mild decline in visual acuity (number of patients not specified), but it was not statistically significant.